Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
Ob (B)(6) 2014, the reporter stated that the needle broke off in the abdomen after injection and the patient visited the hospital. On an unknown date, surgical intervention was performed but the needle was not found.